Event description:
The customer reported being hospitalized for three days due to diabetes ketoacidosis and high blood glucose of 600mg/dl. The customer stated that he changed the infusion set and the insulin was not giving insulin. The customer experienced vomiting, nausea, and excessive urination. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the customer to run a manual prime and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.